Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Additional information: upon further follow-up, it was confirmed that the site did not perform any 3d spins for the procedure at all since the 2d button was actually being pressed on the hand switch, as reported on the initial MDR. This was kicking the machine out of 3d imaging back into 2d imaging.

Manufacturer narrative:
The reported issue was investigated by medtronic personnel. It was reported that an untrained radiologic technologist (rt) was utilizing the system when they attempted to perform the image acquisition, they would press the switch mode button rather than the 3d image acquisition button. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site was unable to perform 3d image acquisitions. When attempting to perform the acquisition, the system would revert to 2d mode. Restarting the imaging system did not resolve the reported issue. When unplugging the interface (umbilical) cable, a low battery level was observed. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.